Event description:
It was reported that the patient underwent artificial urinary sphincter replacement surgery as due to age of the device, there was some thinning of the urethral tissue under the cuff (urethral atrophy) and the patient was bothered by the recurring leakage. The aus was replaced. There were no further patient complications.

Manufacturer narrative:
B3. Actual event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.